Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient experienced symptoms, including but not limited to, discomfort, tingling, pain, and soreness, which in turn negatively affected the patients ability to walk, move and sleep. It is further alleged that the patient intends to undergo revision surgery if indicated by her doctor. Update: (B)(6) 2011, plaintiff fact sheet received with part/lot information.